Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00270, 0001825034-2024-00271, 0001825034-2024-00272. And d10-medical product: tibial bearing (as) 71 mm width 14 mm thickness, item# ve189064, lot# 64469192. Vanguard cr ilok fem-rt 65, item# 183008, lot# j6917396. Series a pat std 25 3 peg, item# 184760, lot# 807800. Bone screw self-tapping 6.5 mm dia. 25 mm length, item# 00625006525, lot# 64611734 qty (B)(4). Biomet bc r 1x40 us, item# 110035368, lot# f2701z12ba, qty (B)(4). H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and four months post implantation due to pain, instability, effusions, and patella impingement with malalignment. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. The radiographs were not submitted as sufficient information was provided via the written medical records. Additional review of the radiographs would not enhance the investigation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: small joint effusion negative for synovitis; moderate swelling; subluxation of patella with maltracking and impingement; no fracture or loosening identified; persistent pain and instability; femoral bone loss identified. It is mentioned in the revision notes that the patella was undersized; however, the size of the patella would have been chosen based on following surgical technique during the initial surgery and confirmed during trialing to check range of motion and stability of the knee. Therefore, no issues are found with the patella sizing. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint has been confirmed by review of the provided medical records. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.